Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
About a inch and a half of the tampon string coming off of the tampon [device breakage] cause was traced to manufacturing [manufacturing issue]. Case description: consumer reported via e-mail that tampon string is coming off the tampon. No injury reported.